Event description:
A healthcare workder unloaded the devices after the cycle was completed. The worker touched a bottle when the peroxide contact occurred. The worker washed the burn under running water. The right fingers and thumb had whitened and were painful. The workder went to see their dermatologist and was prescribed ointment. On the third day, scabs remained and by the fifth day, the burn was completely healed. The vaporizer plate was not in place of which the worker was not aware.